Manufacturer narrative:
Physio-control performed additional analysis of the customer's device and initially observed that when a battery was installed it would power on, then powered off by itself and that an alert tone would began to sound.  In subsequent testing, however, the reported issue could no longer be duplicated.  Physio observed that the device would power on, charge and shock without any discrepancies.  Physio then downloaded the electronic records from the device and was able to confirm that event codes had been logged into the device's memory which indicated a prior failure of the device to communicate with the installed battery.  The device was then opened and an internal inspection was performed; however no discrepancies were observed. The cause of the reported issue could not be conclusively determined. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported issue.  It was observed that after shaking the device, the device started operating again normally.  Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
The customer reported while performing the device check related to an open field action, their device would not power on when the battery was reinserted.  There was no report of any patient use associated.